Event description:
It was reported that during testing at the user facility the middle switch was stuck and the handpiece could not be locked which can cause the device to have run-on. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during testing at the user facility the middle switch was stuck and the handpiece could not be locked which can cause the device to have run-on. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.